Manufacturer narrative:
The reported complaints of a user advisory - ua12 (lifeband not present) error message on the autopulse platform (sn (B)(4)) was confirmed during device power on and archive data review. The investigation findings determined that the root cause of ua12 was due to misaligned belt clip switch as a result of two loose screws that holds the lever parallel to the belt clip switch. Unrelated to the reported complaint, a cracked top cover was observed during visual inspection. The damaged part identified was replaced. Also identified, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance and to remedy the issue, the faulty encoder drive shaft was deburred. Finally, corrosion to the metal inner surface of the autopulse blue (top) cover was also observed. These types of a physical damage, faulty part and corrosion on the ap platform can occur due to user mishandling. During archive data review, multiple ua12 were observed on the date the reported event occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message ua 12 (lifeband not present) displayed upon ap platform power on. Thus, confirming the reported complaint. To remedy the issue, the ap platform's belt clip switch was re-aligned by tightening the two screws. The ap platform was retested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) stopped compression and displayed user advisory - ua12 (lifeband not present). The crew were unable to clear the error message. No patient involvement.